Event description:
It was reported that doctor indicated that he may have seen myocardial perforation with lead on CT scan. The pacing system is working fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.